Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product remaining implanted. Concomitant medical products: item # unknown, unknown osteonics femoral head lot # unknown, item # unknown, unknown mallory head cup lot # unknown, item # unknown, unknown stem lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03424, 0001825034 - 2018 - 03426.

Event description:
It was reported the patient has been indicated for a hip revision arthroplasty due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information has been provided.